Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8 590-1, lot# n113865, implanted: (B)(6) 2007, product type: accessory. (B)(4).

Event description:
It was reported that the patient healthcare provider (hcp) ¿thinks the leads are being kinked because I have an enormous amount of scar tissue that has caused me a lot of issues¿. The patient was to have magnetic resonance imaging (MRI) performed ¿because they need to replace the leads¿. It was noted that the patient was to have the pump replaced in (B)(6) 2014 due to normal battery depletion. The device system currently delivered dilaudid and bupivacaine. Additional information has been requested but was not available at the time of this report.